Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the top jaw broke off during use near the cardinal ligament. A grasper was used to retrieve the jaw. A ligasure was used to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.